Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. During testing, the unit displayed error code c33 at startup. The generator log showed error c00. The probable root cause is attributed to faulty electrical component inside the iesu.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered a c00 error on the screen. The tse reviewed the system logs and observed a c33, then asked whether the user could change the monopolar effect setting from swift to classic. The user changed the setting successfully but reported being limited to level 2, and the tse confirmed that level 2 was the maximum. The user decided to convert to a laparoscopic approach to proceed with the procedure. There was no report of patient involvement or patient injury.